Event description:
It was reported that there were concerns about loss of capture and oversensing on the right ventricular (rv) lead. Possible causes were discussed and troubleshooting options were recommended. No cause was determined and reprogramming efforts were performed. No other changes made. At this time, this device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that there were concerns about loss of capture and oversensing on the right ventricular (rv) lead. Possible causes were discussed and troubleshooting options were recommended. No cause was determined and reprogramming efforts were performed. No other changes made. At this time, this device remains in service and no adverse patient effects were reported. Explanted due to battery replacement (ert).